Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, underfill was seen in three tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photograph for investigation. The photo was reviewed and the indicated failure mode for underfill and no fill/no vacuum with the incident lot was observed. Additionally, 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes: underfill and no fill/no vacuum based on customer photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. To ensure that tubes draw to an acceptable volume a number of factors should be considered:

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, underfill was seen in three tubes. No adverse impact was reported regarding the patient or user.